Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (battery life with damage/moist) issue. It was reported that the battery is not lasting as long as the user would expect. It was also reported that the top of the battery cap was worn and there was moisture ingress to the battery compartment. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 10/06/2016 with the following findings: black box shows no evidence of short battery life. Pump intermittently powers with both the returned battery cap and a test battery cap. Battery cap is unable to fully tighten. Battery compartment crack observed from thread area to case seal. Evidence of moisture contamination inside battery compartment and underside of battery cap. Battery cap "coin slot" worn/damaged. Current draws within specifications. A "battery life" issue was not duplicated during investigation. Leak test shows leak at battery compartment crack. Removed pump case. No evidence of additional moisture inside pump.